Event description:
It was reported that a pt underwent a kyphoplasty procedure at level l3. The balloons were inserted; the physician inflated the left balloon to 2 cc and moved to the right balloon, however, the balloon did not inflate. The physician inflated the left balloon to 4 cc. After several attempts to inflate the right balloon, the physician deflated the pressure in the balloon and attempted to remove the balloon. The balloon would not slide out of the working cannula and seemed to be stuck on the inferior endplate of the vertebral body. During attempts to remove the balloon, the physician broke the balloon leaving the balloon and the radiopaque markers in the vertebral body. The physician was able to remove the entire left balloon. Reportedly, approximately 4.5 cc of the bone cement was injected into the vertebral body. The procedure was completed successfully and the pt's current status is good. No additional information was reported.

Manufacturer narrative:
Method - device not returned, followed up with company representative.